Manufacturer narrative:
H.6. Type of investigation code b21 updated to code b14 with completion of phr review. H.6. Investigation findings: code c21 updated to code c19. H.6. Investigation conclusions: code d16 updated to code d15, d12. According to the gore® tag® thoracic branch endoprosthesis instructions for use, adverse events with may occur and/or require intervention including, but not limited to, endoleak.

Event description:
On (B)(6) 2023, the physician implanted a gore® tag® thoracic branch endoprosthesis. The patient tolerated the procedure. On (B)(6) 2023, the physician suspected a type ib endoleak from the gore® tag® thoracic branch endoprosthesis side branch, and implanted a gore® viabahn® vbx balloon expandable endoprosthesis to treat the endoleak. The endoleak persisted, and the physician ended the procedure. The event is ongoing.

Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
G3/g4: PMA/510(k)number - corrected from p040043 to p210032.